Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a urology catheter. The customer reports that the patient was taken by ambulance to the ER because the catheter would not deflate. The catheter was cut and the balloon would still not deflate and could not be removed by the ER doctor. A urologist was consulted to perform a possible endoscopic procedure to remove the catheter.

Manufacturer narrative:
The DHR (device history record) was reviewed and all acceptance criteria were met. This batch was released meeting all acceptance criteria. The sample was not received for evaluation; therefore, the reported condition could not be confirmed. The possible root cause for non-deflation is usually associated with the inflation mechanism of the retaining balloon, which is governed by location of the orifice of the inflation line into the balloon. Off center orifices located too close to the edges of balloon will lead to pressure exerted in a non-symmetrical manner, which can create a blockage and the non-deflation issue. Since no negative trend exists, a root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to manufacturing awareness. No further action is required. This complaint will be recorded for tracking and trending purpose. This complaint will be re-opened if the sample is received.